Event description:
The complainant has reported that patient (age and gender unknown) had a therapeutic procedure. During the procedure the rx needle knife broke and fragmented. The device could not be utilized for any further cutting. An equivalent alternative was used without issue. No surgical or additional intervention was required. The procedure was completed successfully. There was no report of death, serious injury or mistreatment associated with this event.